Event description:
The account alleged that the head left brake caster would not unlock. No patient impact.

Manufacturer narrative:
The technician replaced the head left brake caster and this resolved the issue.